Event description:
Boston scientific received information that two days after the implantation of this right ventricular (rv) lead, the patient experienced a pericardial effusion. There were no allegations against the lead. It was reported that the effusion was related to the implant procedure. No intervention was necessary to resolve the issue. The lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.